Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the monitor was able to power on properly and passed pulse testing. Upon evaluation, there was contamination on the tabletop board. The contamination could not be ruled out as a potential contributing cause of the resetting. The root cause of the contamination is liquid ingress of an unknown contaminant. In addition, the response buttons were non-functional upon evaluation, the rear response button trace was creased. The cause of the non-functional response buttons is the creased trace. The root cause of the creased trace was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was resetting. In addition, the response buttons were non-functional.